Manufacturer narrative:
The common probable cause for stenosis is due to pannus overgrowth. From the information received and without the return of the valve for analysis, a root cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years 9 months post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve with a transcatheter valve due to aortic stenosis. No other adverse patient effects were reported.